Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported complaint related to the guide wire identifier tearing was confirmed. Both ends of the identifier were torn for a length of 0.5mm. The reported resistance with the guide wire could not be replicated in lab testing. The tip was tugged on to confirm that the core was intact. It is likely that the multiple use and interactions with devices contributed to the guide wire identifier tearing which in turn may contribute to the difficulties inserting or removing these devices over the guide wire. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product deficiency related to guide wire identifier durability with repeated use was noted. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue have been conducted and the performance of these devices will continue to be monitored.

Event description:
It was reported that the balance middleweight elite guide wire was used in a lesion located in the left anterior descending artery (lad)/left main. Resistance was observed during advancement and removal of the balloon catheters and stents used in the procedure. The yellow guide wire identification sheath became damaged (peeling), due to the interaction with the devices. The guide wire was exchanged for a whisper guide wire to complete the procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.